Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had a syncopal episode. The device was interrogated by a field representative, however, no events were stored in the logbook during the time of the syncopal episode. There was observed delayed conduction that technical services felt may be patient condition related. The field representative was able to recreate this issue and resolved it by elevating the outputs to 3.2 volts. No additional adverse patient effects were reported.